Event description:
Following a pump and catheter replacement, the patient experienced increased sedation which resolved with dose adjustment, medications, and a picu transfer. The patient recovered without sequela. The device system was used to deliver lioresal.